Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise and contact point corrosion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an interoperability problem with the connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a poor connection. The reported malfunction occurred at an unspecified time. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a poor connection. The reported malfunction occurred at an unspecified time. There were no reports of patient injury or medical intervention associated with this event.